Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker was found to be in back-up operation after the patient received radiation therapy. No patient symptoms were reported. The pacemaker reverted from the backup operation on its own.